Manufacturer narrative:
(B)(6). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4). Stained display window, scratched reservoir tube window. The unit did not have a battery installed when received. 1.601 volts - test battery (energizer alkaline) installed. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test.

Event description:
Medtronic legal received information regarding customer¿s passing from the attorney of the family. The information received on november 19, 2019 stated the following. Reporter alleges on (B)(6) 2016 the customer began using minimed 530g mmt-751 insulin pump with the minimed mmt-397 quick-set paradigm infusion sets. On (B)(6) 2017 the customer suffered a severe hypoglycemic event while in her vehicle. Customer contacted her spouse for assistance but appeared to be disoriented and was not able to properly give a location where she was. Customer was later found on a gravel road laying flat on her back. Customer was wearing her insulin pump. The customer's blood glucose levels were not provided. Customer was pronounced dead at 1:42 a.m. On (B)(6) 2017.